Event description:
It was reported that there were stored atrial tachy response (atr) episodes on this pacemaker system with noise on the right atrial (ra) lead channel. Technical services (ts) examined device episode data and noted that there was oversensing of the non-physiological noise that resulted in the inappropriate atr episodes and recommended further testing in clinic including isometrics as well as reprogramming. The ra lead was a non-(B)(6) product. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, the ra lead noise and oversensing has continued to create stored atr episodes. Ts noted that now the right ventricular (rv) lead measurements show a gradually decreasing pacing impedance and increasing thresholds. This rv lead was also not manufactured by (B)(6). Evaluation of both leads was recommended as they have been in service almost 30 years. No adverse patient effects were reported. Currently, this system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).